Event description:
It was reported to gore that when a gore-tex® suture was used to suture a lesion in the patient¿s mouth, a needle bent was experienced at the first needle puncture. It was stated that therefore a second gore-tex® suture was used where it was reported that a needle pull off occurred during the procedure. The occurrences did not require a reintervention and no fragments remained in the patient¿s mouth.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Our engineers have evaluated the returned device. Their investigation concluded that the state of the returned device is consistent with the reported complaint of needle separation. The needle does not appear to exhibit any signs of instrument damage. There appears to be a small remnant of fiber visible inside the needle bore, typical in reports of needle pull off, and evidence of a formerly secure attachment. 100% of attachments undergo an in process test at needle attach to ensure that every attachment meets tensile strength requirements. Additionally, each lot is sampled and qc tested for needle attach tensile strength and must meet the release requirements to be dispositioned as accept. The suture hazards analysis, and process fmea address the failure modes and hazardous situations resulting from needle separations. Based on the information available, the root cause is not able to be determined.